Event description:
The recipient reportedly experienced a chronic skin flap infection. On (B)(6) 2016, the recipient was hospitalized and treated with IV cefepime for 20 days. The recipient was recommended non-use of the device. On (B)(6) 2016, the recipient underwent revision surgery of drainage of purulent material. A washing and direct application of vancomycin, avagar, and z-plasty was done. The recipient was prescribed levofloxacin for 4 weeks. The recipient's status improved, however, on (B)(6) 2017 the infection recurred. The recipient was treated with amoxicillin/clavulanic acid and mupirocin for 14 days followed by ciprofloxacin for 6 weeks. On (B)(6) 2017, the recipient was hospitalized with a lot of hematic and purulent secretion. The recipient received IV ceftazidime, however, the infection did not resolve. The recipient's device was explanted. The recipient's infection has resolved.

Manufacturer narrative:
(B)(4). The external visual inspection revealed silicone damage on the top cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.